Event description:
It was reported that when the patient had his generator replaced due to low battery, the surgeon noticed "a milky white fluid" in the lead. Diagnostics were all within normal limits in pre-op. The surgeon opted to continue with only the battery replacement surgery but monitor the impedance over the next few weeks. Additional information was received noting the cause of the fluid inside the lead is unknown, as no breach was visible in the tubing and low impedance was not seen. The physician was unsure what the fluid in the lead was either. The device was re-interrogated in post-op and the impedance was within normal limits. The patient is scheduled to return to his neurologist in a few months. No lead revision is planned as this time. Device history records were reviewed for the lead. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant surgical information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.